Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump recorded boluses properly in bolus history. Daily totals functioned properly. No unexpected low reservoir alarms noted during testing. All buttons functioned properly. No button error alarms noted. However, moisture damage was noted on keypad traces during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 12 mmol/l. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.